Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. The reported malfunction was not observed during functional evaluation. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors unrelated to the manufacturing and design of the device which could have contributed to the reported event, include interference from another radio frequency source or multiple units having identical network settings. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a knee surgery, the "camera control unit 4k lens" lost the wifi signal and went white. The procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.